Event description:
Customer reported a high disk error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cd-dvd burner. System operates as intended.